Event description:
It was reported by the customer that their insulin pump was alarming no delivery and upon inquiring further, it was discovered that he had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer stated they had dental work performed and may have an infection. Customer declined troubleshooting and doesn't believe there is an issue with the device. Blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).